Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A senior technical support coordinator reported on behalf of the customer that on (B)(6) 2018, the paint on the scales of crwpbs phantom base assembly was noted to be smudging. No patient contact, injury or surgery delay was reported. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual inspection of the returned crwpbs phantom base assembly found a portion of the scales at each end of the slide assembly and the phantom base top frame were slightly smudged. The scales were determined to be readable to the unaided eye. In addition, the pointer tip is worn. An investigation of the device manufacturing records was conducted by the manufacturer. The device history record showed no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. The findings were consistent with physical damage due to power washing of the unit; the underlying root cause for the reported event was not conclusively determined. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.